Manufacturer narrative:
(B)(4).

Event description:
During pacemaker implant, the set screw was damaged and the lead could not be fixated into the header. The pacemaker was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Analysis found the hex tip of a non-sjm wrench fractured off in the setscrew inset. The fractured wrench tip in the setscrew inset is blocking any other attempts to insert a wrench in the setscrew inset. The wrench was continually being turned in the direction to tighten the setscrew until the tip of the wrench fractured off in the setscrew inset. The non-sjm wrench used was most likely not a torque wrench. The wrench did not have a torque limiter to prevent the wrench from fracturing or from over-torquing the setscrew. The cause of the reported incident is failure to use the correct tool to tighten the setscrew.